Event description:
It was reported that the pump touch screen was on, but the display remained black. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to confirm the pump was not connected to a power source and to attempt resetting it, but these efforts did not resolve the issue. Consequently, technical support arranged to replace the pump. The customer will use multiple daily injections as a backup therapy. The customer was informed how to set the pump into storage mode and was given a pre-paid label to return the faulty pump within ten days.